Event description:
It was reported that the device arcs through the holes at the distal tip of the sheath.

Manufacturer narrative:
A complete investigation was performed on the strykeprobe which was reported by gulf coast surgery and endo to arched through holes at the distal tip of the sheath during surgery. Complete investigation results are below: product was not returned. Greg was informed to tell his customer not to over use the probe and that the user must check for signs of damage to the yellow insulation around the distal end before use. Rep says that the customer wasn't concerned that there was arching. They were more concerned that the arching melted the sheath on the tip of the instrument. Rep never witnessed the occurrence but it was reported to him by the customer. No patient injury was reported. Probable cause: breach in the insulation that wasn't caught before use.